Event description:
Additional information received reported that the patient complained of surging sensation and stimulation in the pocket and along the extension path since the implantable neurostimulator (ins) charge in (B)(6). Actions were not taken yet but were planned as a battery and extension change. Diagnostic testing or troubleshooting were performed which included impedance testing, x-rays, and reprogramming. Impedances were within normal limits. Palpation and reprogramming was done without change. Patient status at the time of the report was alive no injury. There were patient symptoms or complications associated with the event. This included surging sensation and stimulation sensation in the pocket and along the extension. So the location of the issue or symptom was at the device pocket and extension location. The replacement was pending. Information regarding the replacement and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
It was reported a week later that the patient experiences a surging sensation when in sitting or standing position. The surges were intermittent and the patient cannot recreate it. This has been occurring since the battery was implanted in (B)(6) 2014. The location of the symptoms were at the paresthesia area. The current impedance measurements were normal, around 592-645 ohms. The patient was programmed to 2x8 but only has a 1x4 paddle lead. The company representative confirmed that the cause of the event was not determined. The patient was doing good.

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. This issue had been present since the implant. The shocking or jolting sensation happened even when the patient wasn¿t moving. The patient noted that they may have jarred the leads loose or the battery was bad. The patient had never had this issue with previous batteries as their leads had been scarred in very well. The patient was used to using their patient programmer to increase or decrease their stimulation to assist their pain. The patient had a doctor¿s appointment set up for the week after the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3587a, lot# lb1108, implanted: (B)(6) 2005, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).